Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.1 pocket e3 was released and unloaded medication but was popped back in but would not show a cubie in the mapping. The customer had to break the cubie lid in order to remove narcotic. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 pocket e3 was released and unloaded medication but was popped back in and did not show a cubie in the mapping. A field service engineer worked with customer and was able to dial in remotely and get the pocket ejected. The system functioned as intended after the field service engineer repaired the device.